Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. A risk review was not performed due to the applicable fmea's were controlled by the bever supplier. A DHR could not be performed since no lot number was provided. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient said he tried the samples we sent for about 2 days and ended up with a uti. He doesn't know if it was from the products or if he did something, but the emergency room put him on a foley now. It is unclear if the lot number was requested. No additional information provided. It was unknown what medical intervention was provided for urinary tract infection.